Event description:
It was reported that the contrast agent is not coming out well. A polarxfit balloon catheter was selected for use. However, the contrast agent is not coming out well. No patient complications were reported. No indication if device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned polarxfit balloon catheter was subjected to x-ray to observe any potential obstructions in the guidewire lumen preventing the contrast from dispensing properly; no obstruction was observed under x-ray. Functional inspection was performed to recreate the reported event. A syringe with red dye was then attached to the guidewire lumen and fluid was pushed through the device, and no unusual resistance was felt. An attempt to insert a known good polarmap through the guidewire lumen was successful. The guidewire lumen functioned normally during analysis. With all available information, the reported event of catheter difficult to irrigate could not be confirmed as the reported failure was not able to be reproduced, and the device presented with no issues.

Event description:
It was reported that the contrast agent is not coming out well. A polarxfit balloon catheter was selected for use. However, the contrast agent is not coming out well. No patient complications were reported. No indication if device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.